Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was returned for examination. Examination of the returned attune articulating surface found issues compromising both balseals. It was found that one spring is missing, while the spring located in the opposite site is deformed. The investigation found sufficient evidence to confirm both missing and deformed spring. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that when removing trial poly the spring that is on the trail poly came damaged. The damaged spring was disassembled and removed on the back table. No damaged product was retained. No surgical delay.